Event description:
It was reported that the patient had hoarseness related to the implant procedure. It was noted the issue resolved.

Event description:
The patient experienced vocal cord paralysis due to vns surgery. It is noted as resolving/recovering. The patient needed a vocal cord injection because of vns. No additional relevant information has been received to date.